Event description:
(2/2 reference (B)(4) for attachments and related complaints) 24hour infusion on epoch protocol, connected to cadd solis vip pump (serial # (B)(4)). Pump was programmed correctly to be completed in 24hrs time, when patient returned there was 50cc remaining and pump reading volume completed.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Replaced expulsor assembly as preventative measured. The cause of the reported was traced to the cassette which was used with the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical condition was good. Performed pump accuracy test and found accuracy rate to be normal. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced expulsor assembly as preventative measured. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.